Event description:
It was reported that during use a ventilator failure occurred. No injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The user facility reported previous issues with similar devices. Investigation of the actual and previous cases revealed that interrupts in the internal communication between the subsystems have occurred. Based on these findings printed circuit boards of the device have been replaced one after another ¿ but obviously did not eliminate the triggering condition since the communication interrupts recurred intermittently. The replaced original boards have been tested intensively but did not exhibit any deviations ¿ so, hardware defects have been excluded as root cause for the ongoing issues. The user facility was asked for their current emc measures and potential other sources of electromagnetic disturbances. In the actual case (after the reported event) the hospital reported that after exchange of the serial interface cable (connecting the anesthesia device to an external device) the primus remained in use without exhibiting new issues. Dräger finally concludes that most likely a non-conforming cable connected to the serial interface was the source of electromagnetic disturbances and that these must have exceeded the immunity barriers of the device. This has led to the communication interrupts of the internal components. The device has responded as designed upon these communication interrupts and posted corresponding alarms. If ¿ like in the previous complaints ¿ only the electronic gas mixer will be shut down, the user can establish emergency gas dosage manually; the procedure is explained in detail in the IFU and the device assists with screen prompts. If a ventilator shutdown occurs like in this instance the user can bridge patient support in manual ventilation with the built-in breathing bag. The monitoring functionalities remain unaffected. H3 other text: device log´s have been evaluated by manufacturer.

Event description:
It was reported that during use a ventilator failure occurred. No injury reported.